Manufacturer narrative:
Submit date 05/11/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the unit leaked; the water leaked from the water seal chamber, in the moment that they were filled.

Manufacturer narrative:
Submit date: 07/08/2016. One opened unit was returned to the manufacturing facility. There are three chambers within the aqua seal unit. The collection chamber is for the collection of fluid from the patient and is filled as the unit is in use. The water seal chamber is filled prior to operation to ensure there is a water seal present. The suction control chamber is filled prior to operation to determine the suction level to be used when using with vacuum. The water seal chamber and suction control chamber were filled with water on the returned unit. The unit was left in situ and there was no leak from the unit therefore the reported condition cannot be confirmed. During the manufacturing process all units are 100% leak tested to ensure units are not leaking. One possible cause is that the water spilled on the outside of the vessel and dripped along the side and eventually dropped at the base. As the reported condition cannot be confirmed, there is no further corrective action for this complaint. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15i218fhx. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.